Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 12c26h16 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore functional testing cannot be completed. A photograph of the sample was visually evaluated and it was determined that the sponge was outside the minicap. The root cause relating to the manufacturing process could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the fill cycle was finished the home patient (hp) opened the minicap pouch and, before using the minicap, the hp noticed that the povidone sponge was outside of the minicap. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 3 of 4.